Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The pt contacted lfs alleging that the battery contacts were corroded on her ultrasmart meter in 2010. The pt first noticed the issue at 1:00 pm. The pt did not exhibit any symptoms at the time of testing. Approx 5 hours later, the pt felt shaky. The pt did not seek any further medical attention or contact their physician for assistance. The meter was replaced. The complaint is being reported since the pt alleged that due to the battery contact being corroded and being unable to test the pt exhibited symptom suggestive of hypoglycemia.